Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: fluid leakage from the tip of the plunger while pressing it. When did the incident occur? During use. It was reported that while drawing saline from a bag, during the filling process there was fluid leakage from the plunger end. Additional information provided: response received on: (B)(6) /2026 5:51 pm (B)(6). Was patient or user harmed? If yes, please no.